Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital due to an open heart surgery. She had a leg infection due to her diabetes. Her blood glucose level dropped to 33 mg/dl. The customer passed out and had some juice. Customer was on a sliding scale at the hospital to regulate her. She stopped using her insulin pump. Her blood glucose level went up to 378 mg/dl. The device was not returned.